Event description:
Staff member sustained burn to the right finger and thumb upon disconnecting electro cautery pencil from the machine. The burn was considered minor. Ice was applied and silvadene cream.

Manufacturer narrative:
Patient code # 1757 - no labeling. Device code #1117 - no labeling. D.6. Model #: in this event, the model is a name, not a number. A.1., a.2., a.3., & a.4: it is my understanding that when the injury is considered very minor and falls under a malfunction report, then patient information is not required. Let me know it I am wrong.